Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No motor error alarms, unexpected no delivery alarms or displacement anomalies noted. The insulin pump was monitored and observed the time incrementing properly. No frozen display noted. The motor was tested outside the device and passed. However, the insulin pump was received with cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that display screen continued to freeze for about twenty minutes, even after battery change and set change. It was reported that time did not advance. It was reported that customer went through airport scanner. Customer's blood glucose was unknown. Insulin pump would need to be replaced.